Event description:
It was reported that during implant procedure, the aveir leadless pacemaker could not consistently maintain conductive telemetry with the link module. Upon release, communication was fully lost. It was noted that following release and completion of the procedure, telemetry improved. There were no patient consequences.